Event description:
The pt presented with sternal wound sepsis, rigors, recurrent transient ischemic attacks, cardiogenic shock. The sjm valve was explanted and replaced with a homograft. The pt was reported to be in stable condition and discharged with bactrilmum and ciprobay for six months.